Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two matrixneuro 4mm and 5mm screws were broken when the surgeon tried to implant them into the patient. It was stated that two broken screws were involved in this complaint, but not known which two. There was no patient harm reported and no prolongation of surgery. (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: no material received for investigation, so determination of potential corrective action impossible. Because of missing material and requested additional information only a DHR review was conducted. Art. No.: 04.503.104.01c, lot no.: 7935250, at neu screw ø1.5 self-drill l4 tan 1u I/c. This lot was manufactured in february 2015, all parts according to our specifications. All devices were distributed and we are not aware of any quality problems or failures caused by a faulty product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.